Event description:
It was reported that the patient¿s battery pocket incision became infected. The patient had redness and swelling at the incision. The patient sought care at urgent care and was told an abscess was present. It was unknown if a culture was done. Antibiotics were prescribed at urgent care on (B)(6) 2014. The patient¿s status was alive with no injury. It was further reported that a culture was not done. An explant was not planned. It was then reported that a full system explant was done on (B)(6) 2014. The physician strongly believed that the patient had an allergic reaction to the stimulator, as the blood work did not show signs of infection and no fever was present. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).